Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and had good coverage postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Sc-1110-02 sn: (B)(6). The returned ipg was analyzed, and a lead remained in port d, which was partially pulled out and cut. Due to the inability to pull the lead out of the device, the port was altered. Two contact springs (7, 8) were dislodged from the port along with the lead. An examine the lead pieces, the most outer contact ring (6th) was found to be flattened by the setscrew under the setscrew block. A review of the retrieved patient log found no anomalies. The circumstantial evidence suggested that the old lead was stuck in the ipg header, and due to the damaged contact 6, the lead was left in the header during the explant procedure. The functional test was not performed due to the header damage with all the available information, boston scientific concluded that the complaint was not confirmed. The device regained its functionality after being recharged fully, and the patients data profile was captured.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients ipg was nonfucntional. The patient underwent an ipg replacement procedure and had good coverage postoperatively.